Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during unpacking stent damage was noted. When the 3.0 x 20mm promus element stent delivery system was being unpacked, it was noted that stent struts were not evenly aligned. The physician was able to complete the procedure with another promus element stent and the patient's condition was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device identified that the tip of the device was slightly flared. Three stent struts from the most distal row were bent outwards distally. A clear substance was noted on the bent struts. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There were kinks identified along the entire length of the lumen and corewire. There were also kinks identified along the entire length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking stent damage was noted. When the 3.0 x 20mm promus element stent delivery system was being unpacked, it was noted that stent struts were not evenly aligned. The physician was able to complete the procedure with another promus element stent and the patient's condition was stable. This product is only ous approved but it is similar to an approved us device.